Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after starting treatment using an artis machine with an polyflux 14l dialyzer, the patient experienced chest tightness and dizziness. The event occurred as soon as treatment was started. It was reported the nurse did not take any action and treatment continued and ended normally. There was no report of patient injury or medical intervention associated with this event. No additional information is available.